Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir lip ring and buttons were cracked on the insulin pump. Customer¿s blood glucose was unknown. Customer stated that reservoir was unable to lock in place. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a cracked keypad overlay. No anomalies noted during testing. Device p-cap test reservoir locks in place properly. Device passed the displacement test.